Manufacturer narrative:
The osseotite® implant 4 x 10mm (oss410) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The per indicates a history of patient bruxism. The reported product was located on tooth # 31 (universal) and used for approximately 21 years prior to fracture. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has provided multiple x-rays of the implant and its bridge (x-ray 1-4). The implant is confirmed to be fractured at the threaded region. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 75980. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (75980) for similar event and no other complaint was identified in the past 2 years. Based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: g7: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Additional submission created as the UDI was incorrectly provided under MFR # 0001038806 -2020 - 01668. Please see below for sections updated. B4: date of this report. D4: UDI is unknown. G4: date information was received by manufacturer. G7: type of report and follow up number. H2: follow up type. H10: manufacturer's narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Device not returned.

Event description:
It was reported that the implant fractured in position #31 on (B)(6) 2019. Patient was experiencing pain. Tooth #31 remains implanted at this time and will not be returned.